Manufacturer narrative:
Investigation summary: it was reported one box was received without the original label. To aid in the investigation, three photos were provided to our quality team for investigation. One photo shows a packing slip, the second shows a close-up view of a 3ml syringe, and the third photo shows the exterior of a bulk non-sterile box with handwritten number ¿293.¿ this box is missing the label describing the internal contents. There is no indication of label residue suggesting the label may have fallen off. Potential root cause for the missing label defect is associated with the packaging process and a failure to properly follow procedure. A device history record review was completed for provided lot number 3067161. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Actions have been taken to help prevent this failure mode from reoccurring. These include label verification for each pallet documented in the device history record, multiple quality alerts and communications to the manufacturing facility, one-on-one retraining for similar reports, and the creation of risk management documentation for our bulk non-sterile packaging process.

Event description:
It was reported that 1 box of bd luer-lok¿ syringe's did not have original label. The following information was provided by the initial reporter: verbatim: we received 1 box without original label. We cannot accept this box.

Event description:
It was reported that 1 box of bd luer-lok¿ syringe's did not have original label. The following information was provided by the initial reporter: verbatim: we received 1 box without original label. We cannot accept this box.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.